Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Section e: this event was reported by the bsc sales representative. The health care facility is: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip would not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopic mucosal resection (emr) procedure performed on an unknown date. During the procedure, the clip would not release. Note: a photo of the device packaging was submitted by the customer with no evidence of damages or defects. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.